Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to our bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): under infusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files revealed no abnormalities. The occurring alarms were confirmed by the user. The device was in a good condition and showed age-based marks of use. The performed long term test (performed with the attached disposables) revealed no abnormalities. The motor power limitation as well as the pressure stages were tested according to the requirements of the technical safety check. The measured values were within specification. Inside the device we found no damages. The examination of the pump did not reveal any technical defect. The device operated as intended.